Manufacturer narrative:
Device not returned, followed up with company representative.

Event description:
It was reported that a patient underwent a kyphoplasty procedure at l2. Approximately 1.5 - 2 hours later, the physician performed an open decompression and removed the cement as the cement had extravasated posteriorly into the canal. The physician stated that the cement did not malfunction. There was a delay in the overall procedure time and prolongation of in-patient hospitalization was necessary. The procedure was completed successfully and the patient was reported to be fine. No additional information was reported.